Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device product code w9109h lot lp7blrn, and no non-conformances were identified.

Event description:
It was reported that the patient underwent a surgery for fracture of phalange and suture was used. The suture broke when sewing in surgery. Changed to another device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.